Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a stomach biopsy procedure. According to the complainant, during preparation for the procedure, it was noticed that the jaws would not close and remained open. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, jamming occurred. The jaw became not to open. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer bypass,malformed clip the analysis results of device (a) found that it was received in good visual condition and with a malformed clip present in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The remaining 9 clips were fired conforming. The device locked out as intended but the orange indicator was not visible; however, this is unrelated to the reported event. The analysis results of device (b) found that it was received in good visual condition and with a malformed clip present in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The remaining 8 clips were fired conforming. The device locked out as intended but the orange indicator was not visible; however, this is unrelated to the reported event. Batch # g9jt36; mfg date: 3/29/2010; exp date: 2/28/2015 the batch record was reviewed and no anomalies were noted during the manufacturing process.